Event description:
Discordant, falsely low thyroid stimulating hormone (tsh) and creatine kinase- mb (ckmb) results were obtained on four patient samples on an advia centaur xp instrument after a power outage at the customer site. The discordant results were reported to the physician(s). The samples were repeated on the same instrument after troubleshooting and resulted as expected. The corrected results were reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, falsely low tsh and ckmb results.

Manufacturer narrative:
A siemens field service engineer (fse) was dispatched to the customer site. The fse evaluated the device and found that the luminometer was not responding after the customer site experienced a power outage. The fse performed a controlled shutdown and reboot, after which quality controls were in range and the instrument was fully operational. The cause of the discordant, falsely low tsh and ckmb results is an unresponsive luminometer due to a power outage within the laboratory. The instrument is performing according to specifications. No further evaluation of the device is required.